Event description:
It was reported that the device was explanted and replaced due to noise.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was tested on the bench and no anomalies were found.